Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose, hospitalization and battery cap damage. Customer's blood glucose level was as low as 40 mg/dl. Troubleshooting for battery cap damage was performed. Customer advised they had trouble removing the battery cap and each time they tried the cap would chip the slot. Customer used a quarter, flathead screwdriver and big nail clipper but was unable to remove the battery cap. Troubleshooting for low blood glucose was performed. Customer advised they may have over bloused and may have miscalculated their carbs while inputting them into the insulin pump. Customer was admitted into the hospital as a result of low blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. However, the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had stripped battery cap at the coins lot area, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.